Event description:
The customer reported multiple vitros tvitd patient sample results as ng/ml obtained using a vitros 5600 system when the customer's lis displayed it as nmol/l. The unexpected patient results (estimated to be over 600) were reported from the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer issued corrected reports once the issue was identified. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed vitros tvitd results were reported from a vitros 5600 as ng/ml, which were different from the unit of measure for the same vitamin d results displayed at the customer's lis (nmol/l). The root cause was attributed to user error. The vitros 5600 system was not correctly configured to report vitros tvitd results as nmol/l, matching the configuration at the customer's lis. There was no evidence that an instrument or reagent issue contributed to the event.